Event description:
It was reported that the patient presented to the emergency room and it discovered that the right ventricular lead exhibited inappropriate shocks due to noise. Programming changes were performed to turn off tachy. Further information was requested however, was not provided.

Event description:
It was reported that the patient presented to the emergency room and it discovered that the right ventricular lead exhibited inappropriate shocks due to noise. Programming changes were performed to turn off tachy therapy. The lead was capped and replaced on (B)(6) 2023. The patient was stable.